Manufacturer narrative:
Additional information: patient medical history also includes a.fib and coronary artery disease. It was reported that the patient had left atrial appendage thrombus and lv aneurysm prior to death. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure two resolute onyx des were implanted in the 1st diagonal. Approximately 5 months post index procedure the patient had a mitral valve replacement, tricuspid valve repair and asd closure. This was treated with medication. The patient died from a non sudden cardiac death. The investigator reported that the event is not related to the index device.

Manufacturer narrative:
The patient has a previous medical history of congestive heart failure. Cause of death reported as heart failure. Cec adjudicated the event as cardiac death. Cec adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event term has been updated to cardiogenic shock. The patient suffered acute chronic heart failure requiring aggressive diuresis. The outcome was death. If information is provided in the future, a supplemental report will be issued.